Event description:
Post low-transverse c-section the catheter tip to break off during its removal. The initial reporter indicated that an x-ray was performed to locate the fragment but nothing was identified. Therefore, there was no further action taken (i.e surgery)toward removal. The patient is currently doing fine.